Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker experienced high blood pressure, mental status changed and was bleeding while suturing the pocket site post device change procedure. The computerized tomography (CT) scan showed no signs of stroke. Additional information obtained from the field which indicated that there was one loss of capture beat when the physician changed from device to device. The patient's dementia seemed to be worsen as the patient had trouble responding to commands. Moreover, the patient was being treated and lived in a full-time care facility. The device remains in service. No additional adverse patient effects were reported.